Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose was normal and did not require medical treatment. The customer stated the alarm occurred during rewind. The customer stated alarm history contains motor error alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor. Pump passed the self test, unexpected alarm error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. Pump had high stop current and run current due to faulty. Moisture damage found on lcd board. Pump had minor scratched display window.